Manufacturer narrative:
The customer provided two lot numbers, but did not know which one was used on the patient. Two lot numbers were provided: 08253 and 08234. Dislocated right shoulder. There was no damage or product problem observed with the device prior to use. The customer did not return the product for evaluation and stated that the product has been discarded. The reporter stated that there was no product damage or product problem observed when the restraint was applied to the patient before the incident.

Event description:
Customer reported that the product was being used as a 4 point restraint on a patient that was admitted to the hospital. The patient had a history of mental illness and violence. After being restrained, the patient managed to free his right arm by chewing on the restraint and afterwards was able to free himself rom the restrain and stood up. The patient managed to assault five staff members. Two of the staff members were injured. One staff member was knocked unconscious and received a broken nose. The second staff member suffered a dislocated right shoulder. This report is for the second staff member that suffered a dislocated right shoulder. The first medwatch report is being submitted for the other staff member. (Reference MDR 2020362-2009-00720). The injured staff member was admitted to the same facility hospital ER department in 2009 and was given an x-ray. He was diagnosed with a dislocated right shoulder. Afterwards the staff member was released from the ER department. The reporter was contacted the following month and he stated that this staff member returned to work after two weeks and is currently doing okay.